Event description:
New information noted that the advising the lead was reprogramming the device to minimize the lead noise. The patient was fine and the noise has not affected their everyday life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented in clinic. The patient felt tired but believed it was due to her pulmonary issues. Upon interrogation of the device, non-sustained oversensing was noted on the right ventricular lead. The noise was not able to be programmed around. The physician advised the lead. The patient was stable before and after the intervention.